Manufacturer narrative:
Complete entry for section a1: patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive alinity I anti-hbs for multiple patients. The customer also reported multiple error code 3424, r1 aspiration failures when the discrepant results were generated. The following information was provided (reference range <10 miu/ml): sid: (B)(6), on (B)(6) 2024, initial anti-hbs result= 42.90 miu/ml; on (B)(6) 2024, repeat result= 8.13 miu/ml. Sid: (B)(6), on (B)(6) 2024, initial anti-hbs result= 25.02 miu/ml; on (B)(6) 2024, repeat result= 1.82 miu/ml. Sid: (B)(6), on (B)(6) 2024, initial anti-hbs result= 17.41 miu/ml; on (B)(6) 2024, repeat result= 1.17 miu/ml. Sid: (B)(6), on (B)(6) 2024, initial anti-hbs result= 50.32 miu/ml; on (B)(6) 2024, repeat result= 9.46 miu/ml. Sid: (B)(6), on (B)(6) 2024, initial anti-hbs result= 17.01 miu/ml; on (B)(6) 2024, repeat result= 0.86 miu/ml. Sid: (B)(6), on (B)(6) 2024, initial anti-hbs result= 16.48 miu/ml; on (B)(6) 2024, repeat result= 1.20 miu/ml. Sid: (B)(6), on (B)(6) 2024, initial anti-hbs result= 20.58 miu/ml; on (B)(6) 2024, repeat result= 0.88 miu/ml. Sid: (B)(6), on (B)(6) 2024, initial anti-hbs result= 24.68 miu/ml; on (B)(6) 2024, repeat result= 1.89 miu/ml. Sid: (B)(6), on (B)(6) 2024, initial anti-hbs result= 55.50 miu/ml; on (B)(6) 2024, repeat result= 9.63 miu/ml. Sid: (B)(6), on (B)(6) 2024, initial anti-hbs result= 34.39 miu/ml; on (B)(6) 2024, repeat result= 5.46 miu/ml. Sid: (B)(6), on (B)(6) 2024, initial anti-hbs result= 18.14 miu/ml; on (B)(6) 2024, repeat result= 2.42 miu/ml. Sid: (B)(6), on (B)(6) 2024, initial anti-hbs result= 16.61 miu/ml; on (B)(6) 2024, repeat result= 1.02 miu/ml. Sid: (B)(6), on (B)(6) 2024, initial anti-hbs result= 33.33 miu/ml; on (B)(6) 2024, repeat result= 2.65 miu/ml. Sid: (B)(6), on (B)(6) 2024, initial anti-hbs result= 12.07 miu/ml; on (B)(6) 2024, repeat result= 1.19 miu/ml. Sid: (B)(6), on (B)(6) 2024, initial anti-hbs result= 15.82 miu/ml; on (B)(6) 2024, repeat result= 1.79 miu/ml. There was no impact to patient management reported.

Event description:
The customer observed false reactive alinity I anti-hbs for multiple patients. The customer also reported multiple error code 3424, r1 aspiration failures when the discrepant results were generated. The following information was provided (reference range <10 miu/ml): sid (B)(6) ,(B)(6) 2024, initial anti-hbs result= 42.90 miu/ml; (B)(6) 2024, repeat result= 8.13 miu/ml sid (B)(6) , (B)(6) 2024, initial anti-hbs result= 25.02 miu/ml; (B)(6) 2024, repeat result= 1.82 miu/ml sid (B)(6) , (B)(6) 2024, initial anti-hbs result= 17.41 miu/ml; (B)(6) 2024, repeat result= 1.17 miu/ml sid (B)(6) , (B)(6) 2024, initial anti-hbs result= 50.32 miu/ml; (B)(6) 2024, repeat result= 9.46 miu/ml sid (B)(6) , (B)(6) 2024, initial anti-hbs result= 17.01 miu/ml; (B)(6) 2024, repeat result= 0.86 miu/ml sid (B)(6) , (B)(6) 2024, initial anti-hbs result= 16.48 miu/ml; (B)(6) 2024, repeat result= 1.20 miu/ml sid (B)(6) ,(B)(6) 2024, initial anti-hbs result= 20.58 miu/ml; (B)(6) 2024, repeat result= 0.88 miu/ml sid (B)(6) , (B)(6) 2024, initial anti-hbs result= 24.68 miu/ml; (B)(6) 2024, repeat result= 1.89 miu/ml sid (B)(6) , (B)(6) 2024, initial anti-hbs result= 55.50 miu/ml; (B)(6) 2024, repeat result= 9.63 miu/ml sid (B)(6) , (B)(6) 2024, initial anti-hbs result= 34.39 miu/ml; (B)(6) 2024, repeat result= 5.46 miu/ml sid (B)(6) , (B)(6) 2024, initial anti-hbs result= 18.14 miu/ml; (B)(6) 2024, repeat result= 2.42 miu/ml sid (B)(6) , (B)(6) 2024, initial anti-hbs result= 16.61 miu/ml; (B)(6) 2024, repeat result= 1.02 miu/ml sid (B)(6) , (B)(6) 2024, initial anti-hbs result= 33.33 miu/ml; (B)(6) 2024, repeat result= 2.65 miu/ml sid (B)(6) , (B)(6) 2024, initial anti-hbs result= 12.07 miu/ml; (B)(6) 2024, repeat result= 1.19 miu/ml sid (B)(6) , (B)(6) 2024, initial anti-hbs result= 15.82 miu/ml; (B)(6) 2024, repeat result= 1.79 miu/ml there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing with a retained product lot and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I anti-hbs assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 61065fz00. A device history record review did not identify any non-conformances associated with the lot number 61065fz00 and complaint issue. In-house specificity testing was completed with retained complaint lot number 61065fz00. All specifications were met indicating that lot 61065fz00 is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbs reagent for lot number 61065fz00 was identified.